Manufacturer narrative:
Pump received with scratched case, missing retainer ring, missing reservoir tube o-ring, cracked right arrow button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. No cracks on the pump case noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is cracked. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced. No further details given.